Manufacturer narrative:
(B)(4) . Date sent: 7/19/2024 d4: batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: does the damage to the packaging compromise the sterility of the device? Hello I think the sterility might be affected. Investigation summary this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device echelon 3000 and a blister pack damage at one of the blisters corners. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9dt0t, and no non-conformances were identified

Event description:
It was reported that while pulling product for an unknown procedure it was found that the edge of the clear plastic was not sealed proper and looked as if it had been attempted to be opened even thought the outer box was fine. Another like device was used to continue. There was no patient involvement.